Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, three resolute integrity drug eluting stents were implanted in the coronary artery (2.25mmx30mm, 3mmx38mm, 3.5mmx 28mm). Post procedure, patient suffered myocardial infarction same day as procedure. Cec adjudicated event as myocardial infarction.